Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; customer alleged cause was due to the pump changing settings on its own. Customer's bg level was 14 mg/dl which was addressed by ingesting sugar jell, candy, juice and carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.